Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2007; dtbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance with a confirmed fracture. The lead triggered a lead integrity alert (lia) due to short interval counts (sic) and non-sustained noise episodes. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.